Manufacturer narrative:
The technician found a bent pin in the communication cable connection. The technician believes this happened due to frequent connection and disconnection of the communication cable. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician straightened the pin on the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the nurse call is not functioning. There was no patient/user injury reported. (B)(4).